Event description:
Patient suffered code arresst at 1619. Attempt to defibrilate at 1630 when equipment failed to charge beyond one (1) joule. Alternate defibrillator brought to bedsideand used at 1634. Patient asystole at 1648. Occurance on skilled nursing facility following care at another facility. Multiple health problemsdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was destroyed/disposed of.